Manufacturer narrative:
Samples received: 11 unopened racepacks and 1 opened. Analysis and results: there is one previous complaint of the same batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of the same batch. There are no units in our stock. We have received 11 closed samples and one open and used sample with the needle detached from the thread, and thread is not still wound on the pack. We have tested the needle attachment of all closed samples received and the results fulfil the requirements: 2.29 kgf in average and 1.87 kgf in minimum (requirements: 1.53 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the needles detach from the thread.